Event description:
It was reported that the insulin pump was over delivering insulin and the customer was concerned. The blood glucose was 68mg/dl earlier, but later the glucose level went up to 152mg/dl. It was stated that the customer was running low for the past two weeks. Troubleshooting was performed, and no damage to the drive support cap noted. It was mentioned that the customer was not disconnected during the rewind/prime process. The time was off by six minutes ahead. The customer was worried about the quantities in the bolus wizard. Instructed the caller to remove the reservoir and found that the reservoir was showing less insulin than what was showing in the status screen. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.